Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain and discomfort as the patient could feel the pacing. The unipolar and bipolar was assessed with good number, but with unremarkable x ray. This rv lead was explanted and replaced with the same model without movement post implant. No additional adverse patient effects were reported.